Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (cts), however the customer was unable to complete the check at the time of report. Multiple attempts were made by cts to continue trouble shooting, however, no response was received. Customer's blood glucose was 455mg/dl at the time of event.